Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that there are large discrepancies in the sensor glucose readings and the blood glucose readings and that the issue is unnecessarily activating the insulin pump's threshold suspend. The patient's sensor glucose ranged between 42 mg/dl to 60 mg/dl while the blood glucose readings were between 170 mg/dl to 180 mg/dl. During the time of the phone call, the customer's blood glucose was 169 mg/dl while her sensor glucose was 59 mg/dl. Troubleshooting was initiated for the discrepancies in the fingerstick and sensor readings, and the customer received a call error, which she declined troubleshooting for. The sensor was returned and a failure analysis letter will be sent to her once analysis is completed; a replacement sensor was also shipped to the customer.